Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand, and pump was included in field correction while caller stated they had not received field correction notice. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump within warranty, confirmed shipping details, updated email and resent field correction notice, provided instructions for storage mode and return of malfunctioning pump within 10 days, and advised customer to program pump settings and connect continuous glucose monitor on replacement pump.